Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-04619, 1225714-2014-04620, 1225714-2014-04621, and 1225714-2014-04622.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired on (B)(6), 2009 after the use of the product.